Event description:
During index procedure the patient had one endeavor sprint rx drug-eluting stent successfully deployed at proximal rca. Approximately 25 months post index procedure the patient lost their appetite due to influenza and was hospitalized. It was reported that the patient could not eat and died due to old age .

Manufacturer narrative:
Results: inherent risk of procedure (death). Conclusions: inherent risk of procedure (death). (B)(4).